Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per the crf (adverse event form/plate #100/(ae #3) the patient experienced moderate knee pain secondary to patellar mal-tracking with lateralization and low patellar tilt noted on 5-year x-ray, which was ¿possibly related to the study device and/or procedure¿. The (ae #3) onset was documented as 01/01/2017, without medication or procedure treatment at that time. However, the crf (radiographic form/plate#80) dated 01/20/2020 noted osteophytes in addition to the mal-positioned native patella for which a revision was performed approximately 6 years post right tka. Per correspondence, the native patella was resurfaced/component implanted along with a routine insert explant/replacement and the explanted insert is not available for evaluation. Although the event was reported as possibly device and procedure related, the x-ray findings suggests disease progression which is a known potential occurrence of a non-resurfaced patella in the presence of knee prosthetic components and is not a failure of the implanted devices. No further medical documentation has been received as of the date of this medical investigation. The patient impact beyond the reported findings/events could not be determined. No further assessment can be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient had an anterior knee pain due to mal-tracking of patella. There was a lateralization and low patellar tilt showed on a 5 year x-ray. Polyethylene inlay exchange was performed due to routine. No femoral or tibial component was extracted.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical evaluation concluded that per the crf (adverse event form/plate #100/(ae #3) the patient experienced moderate knee pain secondary to patellar mal-tracking with lateralization and low patellar tilt noted on 5-year x-ray, which was ¿possibly related to the study device and/or procedure¿. The (ae #3) onset was documented as 01/01/2017, without medication or procedure treatment at that time. However, the crf (radiographic form/plate#80) dated 01/20/2020 noted osteophytes in addition to the mal-positioned native patella for which a revision was performed approximately 6 years post right tka. Per correspondence, the native patella was resurfaced/component implanted along with a routine insert explant/replacement and the explanted insert is not available for evaluation. Although the event was reported as possibly device and procedure related, the x-ray findings suggests disease progression which is a known potential occurrence of a non-resurfaced patella in the presence of knee prosthetic components and is not a failure of the implanted devices. No further medical documentation has been received as of the date of this medical investigation. The patient impact beyond the reported findings/events could not be determined. No further assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness or disease progression. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Correction in h

Event description:
Journey ii bcs europe study (r11009-7-8); subject: 50-011; ae#03: it was reported that the patient had an anterior knee pain due to maltracking of patella. There is a lateralization and low patellar tilt on 5 year x-ray. There was no medical intervention performed for the patient adverse event.